Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was completed: the instruments were not returned and instead the investigation will be done based on the supplied images from the attachments. The images were reviewed and the complaint condition for broken could not be confirmed as the image provided did not provide enough clarity to make a determination. As the instruments were not returned an as received, dimensional, material or drawing reviews could not be completed. A manufacturing record evaluation could not be performed as the lot number could not be determined from the supplied images. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event year reported as 2019; exact date is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the hook/screw holder and hexagonal screwdriver were broken. It is unknown if there was a surgical delay. Procedure outcome is unknown. There was no patient consequence. This report is for one (1) hook/screw holder with 4.0 mm hex. This is report 1 of 6 for complaint (B)(4).